Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. A complaint history examination indicates no additional complaint(s) associated with this cutting instrument lot. The root cause for the defect experienced by the customer could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as dull blades, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the knife blade was dull. Additional information has been requested.